Manufacturer narrative:
Sunrise medical has deemed this incident as an accidental fall. The dealer did not receive any complaints of the chair or cushion being defective or malfunctioning. There was no request for replacement parts since neither the chair or cushion required any repairs. This incident is considered closed and no further investigation is required.

Event description:
Per the dealer (B)(6), the user was in her drive way and fell forward out of her wheel chair and onto her knees. She went to the hospital and reported that she allegedly has a fractured knee cap and is on bed rest. Per the dealer he said her driveway is slanted and he wasn't sure how she fell out. She was also sitting on a j2 cushion.